Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00075 on 03/31/2017 for a false negative advia centaur xp hcv (ahcv) patient result. 06/30/2017 - additional information: the patient sample is not available for testing. 07/17/2017- investigation conclusion: siemens has requested the patient sample for confirmation testing, however the sample is not available. The cause for the false negative advia centaur xp hcv (ahcv) patient result is unknown. It is possible that the infection is very old with the antibody level falling below the cutoff of the advia centaur xp hcv assay. The advia centaur hcv xp assay has a 99.18% - 100% clinical sensitivity. Siemens has recommended the customer continue to monitor to ensure they are not observing clinical sensitivity lower than expected. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) results compared to (B)(6) alternate (B)(6) test method results is unknown. Siemens is investigating. The instruction for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained by the customer, and considered discordant compared to (B)(6) alternate (B)(6) test method results. The patient was tested at an alternate laboratory on another advia centaur system and the (B)(6) result was (B)(6). The (B)(6) result was not reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) results.